Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon and inflation lumen which is evidence of a device leak. The returned device was attached to an encore inflation unit and positive pressure was applied in an attempt to inflate the balloon. The balloon could not be inflated due to the solidified blood present within the balloon and inflation lumen. The device was soaked in a water bath at a temperature of 37 degrees to help soften the solidified blood before further inflation attempts were made. The device was attached to an encore inflation unit, subjected to positive pressure and liquid was observed to be leaking from a balloon pinhole over the middle of the proximal markerband. A visual and microscopic examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. A visual and tactile examination found that the hypotube was kinked at various positions along its length. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The 90% in stent restenosed target lesion was located in the moderately tortuous right coronary artery (rca). A 10/4.00 flextome¿ cutting balloon¿ was used for treatment. There were no kinks or resistance encountered during the procedure; however, upon first inflation at 8atm for 7 seconds, it was observed that the balloon ruptured. The balloon catheter was completely removed from the patient¿s body and the procedure was complete with another of the same device. No patient complications were reported and the patient's status is good.

Event description:
It was reported that a balloon rupture occurred. The 90% in stent restenosed target lesion was located in the moderately tortuous right coronary artery (rca). A 10/4.00 flextome¿ cutting balloon¿ was used for treatment. There were no kinks or resistance encountered during the procedure; however, upon first inflation at 8atm for 7 seconds, it was observed that the balloon ruptured. The balloon catheter was completely removed from the patient¿s body and the procedure was complete with another of the same device. No patient complications were reported and the patient's status is good.